Event description:
The subject device was implanted in (B)(6) 2016. Reportedly, during the follow-up performed on (B)(6) 2016, the device could not be interrogated using inductive telemetry. Rf for remote monitoring system parameter was programmed on. A recovery procedure was performed on (B)(6) 2016. Nevertheless, the inductive telemetry function could not be restored. Recommendations to evaluate device replacement were sent.

Event description:
The subject device was implanted in (B)(6) 2016. Reportedly, during the follow-up performed on 07 december 2016, the device could not be interrogated using inductive telemetry. Rf for remote monitoring system parameter was programmed on. A recovery procedure was performed on (B)(6) 2016. Nevertheless, the inductive telemetry function could not be restored. Recommendations to evaluate device replacement were sent.

Manufacturer narrative:
Following recommendation, we were informed on (B)(6) 2017 that the device was explanted and will be returned for analysis. On (B)(6) 2017, preliminary analysis of the returned device confirmed the reported behavior.

Event description:
The subject device was implanted in (B)(6) 2016. Reportedly, during the follow-up performed on (B)(6) 2016, the device could not be interrogated using inductive telemetry. Rf for remote monitoring system parameter was programmed on. A recovery procedure was performed on (B)(6) 2016. Nevertheless, the inductive telemetry function could not be restored. Recommendations to evaluate device replacement were sent.